Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device which was not able to power on and complete the power on self test protocol (post). The customer's onsite technician evaluated the device and determined that the device was not booting due to a failed interconnect pcb. Haemonetics has sent a replacement interconnect pcb to be installed by the customer's on-site technician, who will perform the necessary repairs and calibrations to ensure that the device meets all manufacturer specifications prior to being returned to service. This failure does not pose any significant risk towards the donor or operator of the device as the unit needs to successfully complete all of the tests within the post before a donor can be introduced to the system and a plasma collection procedure can be initiated. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of hardware failure. Evidence of thermal decomposition was not discovered until the interconnect pcb component was returned from the customer site on feb 01 2019, at which point the investigators confirmed that the interconnect pcb had failed due to thermal decomposition. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device in which the customer's technician reported that the device would not power on due to a suspected fault with the interconnect board. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure.